Event description:
Insulet was informed by ansm, from a dexcom report, that the patient experienced a hypoglycemic event while wearing a pod and a dexcom g6 sensor. The patient was reported to fall from a height due to severe hypoglycemia. However, the patient's exact blood glucose level was not provided. Emergency services was contacted by the patient's relative and the patient was transported to hospital. The patient was hospitalized for 10 days and received a diagnosis of a dislocated shoulder. Treatment details for the reported hypoglycemia and injury was not provided. It was reported that the patient had memory issues associated with the incident. No further information is available at this time. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.